Event description:
It was reported the catheter was found blocked during use on the patient. No patient harm was reported. The patient's condition is r eported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned multiple components of a hemodialysis set, including one catheter, dilator, guide wire assembly, and product l idstock for analysis. Signs of use were observed in the catheter. Visual analysis didn't reveal any obvious defects or anomalies on the catheter. The catheter body overall length measured 218mm which is within the specification limits of 207- 227 mm per. The outer diameter of the catheter body measured 4.024mm which is within the specification limits of 3.96 - 4.06mm. The proximal extension line outer diameter measured 4.769mm which is within the specification limits of 4.70-4.80mm. The inner diameter of the proximal extension line measured 2.9718mm, which is within the specification limits of 2.90-3.00mm. The distal extension line outer diameter measured 4.748mm which is within the specification limits of 4.70-4.80mm. The inner diameter of the distal extension line measured 2.9972 mm, which is within the specification limits of 2.90-3.00mm. The catheter was functionally tested per the instructions for use (IFU) provided in this kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory arrow raulerson syringe (ars) was used to flush the returned catheter. Both extension lines flushed as intended. The returned guide wire was also passed through the catheter, and it passed with minimal resistance. A device history record review was performed and not relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal." The IFU also states, "preca ution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The report of a blocked catheter could not be confirmed through complaint investigation of the returned sample. The catheter passed all dimensional and functional testing, and a device history record review was performed with no relevant findings. Both extension lines of the returned catheter flushed as intended. Based on the customer report and the sample received, no problem was found on the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found blocked during use on the patient. No patient harm was reported. The patient's condition is r eported as fine.